Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A review of medical records indicated a left hip revision whereby a biolox delta ceramic head was implanted along with depuy devices comprising the remainder of a total hip revision. On (B)(6) 2015, a physician submitted a letter citing: "...patient is suffering from significant pain despite recent hip replacement surgery. She's having difficulties with ambulation, she's also having difficulties with sitting for a prolonged period of time...". On (B)(6) 2015, patient submitted a letter along with medical records citing: "I am vision impaired [from the revised devices] and still have ringing in my ears". On (B)(6) 2018, patient contacted a stryker employee via linked in with a (refused by employee) connection request along with a message naming revised implants, but alleging that "I am ruined for life...".

Event description:
Upon further review of patient files, it was noted that the patients' last revision was to competitor devices, therefore the event does not relate to stryker implants.

Manufacturer narrative:
Upon further review of patient files, it was noted that the patients' last revision was to competitor devices, therefore the event does not relate to stryker implants.